Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 298 mg/dl. The customer treated with intravenous drip, pathazion. The customer declined to continue troubleshooting. Customer was using the insulin pump within 48 hours of reported event. The insulin pump will not be returned for analysis.